Manufacturer narrative:
Trackwise ID#: (B)(4). Updated sections: b-4, g-3, g-6, h-2, h-3,h-6, h-11. The device was returned to the factory for evaluation on 07/05/2024. An investigation was conducted on 07/25/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. The cannula handle was observed to be intact with no visual defects observed. The c-ring was observed to be transected and melted in the center of the c-ring. The scope wash tubing and retention rib remained attached to the cannula. The scope wash tubing and the c-ring remained attached to the cannula due the presence of a retention rib. Based on the returned condition of the device as well as the evaluation results, the reported failure "break; c-ring" was confirmed. The lot # 3000381101 history record review was completed. There was one (1) ncmr , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c-ring split in half. No components detached into the tunnel. No additional incisions needed. Another kit was opened to successfully complete the procedure without further incident. No procedural delay aside from the 5 minutes to open another vh-4000 kit. There was no patient injury.

Manufacturer narrative:
Trackwise ID#: (B)(4). Corrected section unique identifier (UDI) # d4 : from (B)(4) to (B)(4).